Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: ap3a.240905.015.a2.g991usqsihyl1, hardware: sm-g991u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Based on communication from the treating physician on 22-jan-2026, it was reported that the patient was hospitalised on (B)(6) 2026 at 11:30pm with diabetic ketoacidosis while wearing the pod for 38 hours. The patient¿s blood glucose levels rose to 475 mg/dl and it was reported that they had high ketones. Symptoms reported include light-headedness, dehydration and increased thirst. The patient was treated with intravenous fluids, novolog (insulin aspart), magnesium, sodium and potassium. The patient was discharged the following day on (B)(6) 2026 at 9pm, once their blood glucose levels had decreased to around 200 mg/dl (exact value not provided).